Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a bradycardia. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The device was used to complete the pulmonary vein isolation and off-label posterior wall isolation. The patient heart rate during procedure was 60, after the ablation it went down to 25 and gradually recovered to 40. An extgernal pacemaker was implanted into the patient and was kept for observation. The patient visited the clinic after the surgery with no health issues, the pacemaker was removed.

Manufacturer narrative:
The device was not returned for analysis, however, there is a video attached to the complaint and it is possible to observe the arrhythmia of bradycardia. The "cause traced to intentional off-label, unapproved or contraindicated use" code was chosen for the "user used incorrect product for intended use" allegation, however, it is undetermined the cause of why the user did the procedure of posterior wall isolation. Arrhythmia associated with using the device in an off-label manner for isolation. Detailed product information was not provided to bsc. As the device was discarded, it was unable to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a bradycardia. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The device was used to complete the pulmonary vein isolation and off-label posterior wall isolation. The patient heart rate during procedure was 60, after the ablation it went down to 25 and gradually recovered to 40. An external pacemaker was implanted into the patient and was kept for observation. The patient visited the clinic after the surgery with no health issues, the pacemaker was removed.